Manufacturer narrative:
Sanofi company comment dated 21-oct-2022: this case involves a male patient who experienced swelling of the left knee and ended up draining about 100mls of liquid out of it, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Ended up draining about 100mls of liquid out of it [arthrocentesis]. Swelling of the left knee [injection site joint swelling]. Case narrative: initial information received from australia on 18-oct-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an unknown age male patient who experienced swelling of the left knee and ended up draining about 100mls of liquid out of it, while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection (with an unknown strength, dose, route, frequency, indication, batch number and expiry date). Information regarding the batch number was not available. It was reported that patient had been injection in both knees at different times and had an adverse reaction in one knee. The patient had an injection into his right knee below the kneecap and had no adverse reaction. On an unknown date after unknown latency the patient had another injection a week later into left knee which caused an adverse reaction, swelling of the left knee (injection site joint swelling). Both injections were given by a doctor at different one each time. The doctor who injected into the left knee ended up draining about 100mls of liquid out of it (aspiration joint; seriousness criteria: medically significant) (onset and latency: unknown). It was reported that the knee was healing. Action taken: unknown for both events. Corrective treatment: drained about 100 ml of liquid out of it was received for the event (swelling of the left knee). It was not reported if the patient received a corrective treatment for the event (ended up draining about 100mls of liquid out of it). Outcome: recovering for swelling of the left knee and unknown for ended up draining about 100mls of liquid out of it. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Ended up draining about 100mls of liquid out of it [arthrocentesis] doesn't have full movement of the joint [joint range of motion decreased] feels tight and full [joint tightness] swelling of the left knee; knee subsequently blew up [injection site joint swelling] ended up draining about 100mls of liquid out of it [injection site joint effusion]. Case narrative: initial information received from australia on 18-oct-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an unknown age male patient who experienced ended up draining about 100mls of liquid out of it, doesn't have full movement of the joint, feels tight and full and swelling of the left knee; knee subsequently blew up, while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2022, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection intraarticularly through the supralateral aspect of the left knee (with an unknown strength, dose, frequency, batch number and expiry date) for pain associated with osteoarthritis of the knee. Information regarding the batch number was not available. It was reported that patient had been injection in both knees at different times and had an adverse reaction in one knee. The patient had an injection into his right knee below the kneecap and had no adverse reaction. He has previously had synvisc injected by a surgeon that has now retired. This surgeon injected it under the kneecap and patient had good response and no reaction. Has just recently, around two weeks ago (B)(6) 2022 had an injection by a doctor new to him and they injected it subcutaneously. The knee subsequently blew up. On an unknown date in (B)(6) 2022, after unknown latency the patient had another injection a week later into left knee subcutaneously which caused an adverse reaction, swelling of the left knee (injection site joint swelling). Both injections were given by a doctor at different one each time. The doctor who injected into the left knee ended up draining about 100mls of liquid out of it (aspiration joint; injection site joint effusion; seriousness criteria: medically significant; onset: (B)(6) 2022 and latency: unknown). It was reported that the knee was healing. The knee still feels tight (joint stiffness; onset: (B)(6) 2022 and latency: unknown) and full and doesn't have full movement of the joint (joint range of motion decreased; onset: (B)(6) 2022 and latency: unknown). He wanted to know what he can do. Further, patient stated that they believed the adverse reaction to synvisc in their left knee was most likely caused be doctor error but, they would like someone to please call them to discuss the matter. The synvisc was injected intraarticularly through the supralateral aspect of knee but not subcutaneously. Doctor completely agree it was not a subcutaneous injection, but in fact if it had been injected subcutaneously then the patient would not have had the reaction that he had, because he had an intraarticular reaction to the injection. The other evidence it wasn't subcutaneous was that doctor aspirated his knee of synovial fluid which was sent for culture before doctor injected the synvisc, which indicated that the needle was in the knee, not the subcutaneous tissue. Action taken: unknown for all events. Corrective treatment: drained about 100 ml of liquid out of it was received for swelling of the left knee; not reported for rest of the events. Outcome: recovering for all events. A product technical complaint (ptc) was initiated, and the results were pending for the same. Additional information received on 18-oct-2022 from patient. Suspect product therapy date and route added. Event onset date added for all events. Events of doesn't have full movement of the joint and feels tight and full added with details. Clinical course updated. Text amended accordingly. Additional information was received on 27-oct-2022 from the patient. Indication was added. Text amended accordingly. Additional information was received on 01-nov-2022 from patient. Upon internal review, the event of off label use was deleted. The event of injection site joint effusion was added. Text amended accordingly.

Manufacturer narrative:
Sanofi company follow up comment dated 27-oct-2022: follow up does not change previous case assessment. This case involves a male patient who experienced swelling of the left knee and ended up draining about 100mls of liquid out of it, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Manufacturer narrative:
Sanofi company follow up comment dated (B)(6) 2023: follow up does not change previous case assessment. This case involves a male patient who experienced swelling of the left knee and ended up draining about 100mls of liquid out of it, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Ended up draining about 100mls of liquid out of it [arthrocentesis] . Doesn't have full movement of the joint [joint range of motion decreased] . Feels tight and full [joint tightness] . Swelling of the left knee; knee subsequently blew up [injection site joint swelling] . Ended up draining about 100mls of liquid out of it [injection site joint effusion] . Case narrative: initial information received from australia on 18-oct-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an unknown age male patient who experienced ended up draining about 100mls of liquid out of it, doesn't have full movement of the joint, feels tight and full and swelling of the left knee; knee subsequently blew up, while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2022, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection once intraarticularly through the supralateral aspect of the left knee (with an unknown strength, dose; batch number: crsl008b and expiry date: 31-dec-2024) for pain associated with osteoarthritis of the knee. It was reported that patient had been injection in both knees at different times and had an adverse reaction in one knee. The patient had an injection into his right knee below the kneecap and had no adverse reaction. He has previously had synvisc injected by a surgeon that has now retired. This surgeon injected it under the kneecap and patient had good response and no reaction. Has just recently, around two weeks ago (B)(6) 2022) had an injection by a doctor new to him and they injected it subcutaneously. The knee subsequently blew up. On an unknown date in (B)(6) 2022, after unknown latency the patient had another injection a week later into left knee subcutaneously which caused an adverse reaction, swelling of the left knee (injection site joint swelling). Both injections were given by a doctor at different one each time. The doctor who injected into the left knee ended up draining about 100mls of liquid out of it (aspiration joint; injection site joint effusion; seriousness criteria: medically significant; onset: (B)(6) 2022 and latency: unknown). It was reported that the knee was healing. The knee still feels tight (joint stiffness; onset: (B)(6) 2022 and latency: unknown) and full and doesn't have full movement of the joint (joint range of motion decreased; onset: (B)(6) 2022 and latency: unknown). He wanted to know what he can do. Further, patient stated that they believed the adverse reaction to synvisc in their left knee was most likely caused be doctor error but, they would like someone to please call them to discuss the matter. The synvisc was injected intraarticularly through the supralateral aspect of knee but not subcutaneously. Doctor completely agree it was not a subcutaneous injection, but in fact if it had been injected subcutaneously then the patient would not have had the reaction that he had, because he had an intraarticular reaction to the injection. The other evidence it wasn't subcutaneous was that doctor aspirated his knee of synovial fluid which was sent for culture before doctor injected the synvisc, which indicated that the needle was in the knee, not the subcutaneous tissue. Action taken: not applicable for all events. Corrective treatment: drained about 100 ml of liquid out of it was received for swelling of the left knee; not reported for rest of the events outcome: recovering for all events. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc one with global ptc number 100269892 (batch: crsl008b). The production and quality control documentation for lot number crsl008b expiration date (2024-12) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number crsl008b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2022 there are 2 complaints on file for lot# crsl008 and all related sublots. 1 complaint is on file for lot number crsl008a: (1) luer lok system damage. 1 complaint is on file for lot#crsl008b: (1) adverse event report. Sanofi will continue to monitor complaints and trending as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final completion date: (B)(6) 2022. Additional information received on 18-oct-2022 from patient. Suspect product therapy date and route added. Event onset date added for all events. Events of doesn't have full movement of the joint and feels tight and full added with details. Clinical course updated. Text amended accordingly. Additional information was received on 27-oct-2022 from the patient. Indication was added. Text amended accordingly. Additional information was received on 01-nov-2022 from patient. Upon internal review, the event of off label use was deleted. The event of injection site joint effusion was added. Text amended accordingly. Upon internal review on 14-apr-2023, case (B)(4) was identified to be a duplicate of the case (B)(4) . The case (B)(4) received on 12-oct-2022 will be deleted. Duplicate case ID was added. All information was merged from (B)(4) to (B)(4) . New information (ptc) added.

Manufacturer narrative:
Sanofi company follow up comment dated 27-oct-2022: follow up does not change previous case assessment. This case involves a male patient who experienced swelling of the left knee and ended up draining about 100mls of liquid out of it, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Ended up draining about 100mls of liquid out of it [arthrocentesis] doesn't have full movement of the joint [joint range of motion decreased] feels tight and full [joint tightness] swelling of the left knee [injection site joint swelling] injected it subcutaneously [off label use in unapproved route of administration]. Case narrative: initial information received from australia on 18-oct-2022 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an unknown age male patient who experienced ended up draining about 100mls of liquid out of it, doesn't have full movement of the joint, feels tight and full, swelling of the left knee and injected it subcutaneously while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2022, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection (with an unknown strength, dose, frequency, batch number and expiry date) for pain associated with osteoarthritis of the knee via subcutaneous route (off label use) (same day). Information regarding the batch number was not available. It was reported that patient had been injection in both knees at different times and had an adverse reaction in one knee. The patient had an injection into his right knee below the kneecap and had no adverse reaction. On an unknown date in (B)(6) 2022, after unknown latency the patient had another injection a week later into left knee which caused an adverse reaction, swelling of the left knee (injection site joint swelling). Both injections were given by a doctor at different one each time. The doctor who injected into the left knee ended up draining about 100mls of liquid out of it (aspiration joint; seriousness criteria: medically significant) (onset: 17-oct-2022 and latency: unknown). It was reported that the knee was healing. He has previously had synvisc injected by a surgeon that has now retired. This surgeon injected it under the kneecap and patient had good response and no reaction. Has just recently, around two weeks ago (B)(6) 2022 had an injection by a doctor new to him and they injected it subcutaneously. The knee subsequently blew up. The knee still feels tight (joint stiffness) (onset: oct-2022 and latency: unknown) and full and doesn't have full movement of the joint (joint range of motion decreased) (onset: oct-2022 and latency: unknown). He wanted to know what he can do. Further, patient stated that they believed the adverse reaction to synvisc in their left knee was most likely caused be doctor error but, they would like someone to please call them to discuss the matter. Action taken: not applicable for off label use; unknown for rest of the event. Corrective treatment: drained about 100 ml of liquid out of it was received for swelling of the left knee; not reported for rest of the events. Outcome: recovering for swelling of the left knee and unknown for rest of the events. A product technical complaint (ptc) was initiated, and the results were pending for the same. Additional information received on 18-oct-2022 from patient. Suspect product therapy date and route added. Event onset date added for all events. Events of doesn't have full movement of the joint and feels tight and full added with details. Clinical course updated. Text amended accordingly. Additional information was received on 27-oct-2022 from the patient. Indication was added. Text amended accordingly.